Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was reprogrammed and the sensor was turned on. The manufacturer representative was not sure as to the cause of the twitching. However, the lying position settings were lowered. It was thought that the patient just had it up to strong. The patient was doing fine now.

Event description:
It was reported that the patient had met with a manufacturer representative 3 weeks ago for reprogramming and was programmed with adaptive stimulation, which was ¿fine for a couple weeks.¿ the strength of the stimulation in the lying down position was said to have increased and the patient¿s legs were ¿twitching and jumping all through the night.¿ the twitching of the patient¿s legs was ¿on and off¿ and had first started ¿within the last week or so.¿ the patient was noted to have been able to use the patient programmer (pp) and was able to adjust his own settings. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.